Manufacturer narrative:
The pump was unable to prime during the prime test and motor error alarmed during the basic occlusion test due to protruded and or loose drive support disk. The motor passed the motor test. There was no compromised force sensor system alarm. There were scratches to the lcd window, cracked display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 183mg/dl. The customer reported compromised force sensor system alarm. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.